Event description:
According to the reporter, the physician placed a bravo capsule inside the patient¿s esophagus during a procedure which occurred at the end of (B)(6). By mid (B)(6), the capsule was in the stomach and as of (B)(6), the capsule is in the ascending colon. An abdominal x-ray was done a month after the bravo procedure, which showed the capsule to be in the stomach. Recently, due to right lower quadrant (rlq) abdominal pain that has since resolved, a CT scan was ordered that showed the capsule to be in the ascending colon. The patient does not have known chronic constipation and is asymptomatic.